Event description:
The customer reported that the system displayed an error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The high voltage cable, the mainframe backplane, the stator transformer assembly, and the power supply were replaced during the service call. No further repair information is available.